Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any defects related to the reported condition. A functional flow test was performed. There were no issues priming the device. An underwater pressure test was performed, and no signs of leakage were observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set was unable to prime. The reporter stated that when the extension set was connected to a baxter primary set, there was no flow during gravity priming. There was no patient involvement. No additional information is available.